Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings. On investigation, the alleged damaged casing issue was verified. A fragment of the cartridge compartment was found to be missing in the threads area. The cartridge cap was not returned and a test cap was able to fasten properly on to the cartridge compartment. Using test caps the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the bolus button cover was torn while the button responded properly.

Manufacturer narrative:
Follow-up #2 - submission date 03/17/2016. Correction: the product analysis evaluation date of 03/29/2015 was inadvertently reported in follow-up#1. The returned pump was evaluated on 02/29/2016.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the cartridge compartment. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.